Manufacturer narrative:
Upon completion from analysis, this report will be updated.

Event description:
Boston scientific received information that prior to the implant of this subcutaneous implantable cardioverter defibrillator (s-ICD), the device was able to be interrogated. Once implanted, the telemetry connection broke between the device and the programmer. Attempts to interrogate the device were unsuccessful, despite multiple troubleshooting efforts. The field representative placed a magnet over the device and no tones could be heard. The field representative then performed a 60/60 magnet reset. Following this, tones were able to be heard, but the field representative was still unable to interrogate the device. Upon explanting the device, it still could not be interrogated. A new device was successfully implanted. The attempted device was returned for analysis. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. Visual inspection identified no anomalies. Attempts to interrogate the device revealed no telemetry. When a magnet was applied, the device produced audible tones. A 60/60 magnet reset was then attempted and the device was unable to be reset. The device case was opened and internal inspection found no irregularities. A second crystal (time clock) was attached to the device circuitry, however there was still no telemetry. The high voltage capacitors and battery were then removed. The device was externally powered up with the parallel crystal and the device was able to be interrogated with no further issue. Analysis confirmed the no telemetry condition, however the root cause was unable to be determined as the device operated normally with manipulation during laboratory testing.